Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of ascws0132 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (ascws0132) have been reported from the same facility in (B)(6).

Event description:
It was reported that when removing the huber needle from patient, the safety mechanism was not activated completely.